Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as skin coming off under the back te pads, red and irritated. The patient reported a known allergy to latex and natural rubber. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed an antibiotic for the wound. Follow up indicated that the wound improved.